Event description:
It was reported that during the manual cleaning process, the customer used the same channel plug for reprocessing of the multiple scopes. There were no reports of patient harm associated with the event. This report is related to and linked to patient identifier (B)(6) for the channel plug.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) provided visit to the user facility. The ess informed the customer that the channel plug needs to undergo reprocessing between each use according to the olympus instructions for use (IFU). The customer uses the endodry storage cabinets and stores the endoscopes in the cabinet with the scope coiled sitting horizontal on the shelf for storage. The device was not returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely occurred due to a discrepancy in the users understanding of device handling and reprocessing steps compared to olympus' recommendations, despite prior training by olympus experts. The suggested event is preventable by handling device in accordance with the following IFU. - IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.